Manufacturer narrative:
(B)(4). Was this device serviced by a third party?: no. Abbott field service (fs) investigated the issue on site. Fs troubleshooting included and replaced alinity r1 pipettor probe (list # 03r96-01), which resolved the issue. There were no additional discrepant results reported on the alinity c, serial number (B)(4), after the probe was replaced. A review of the alinity (B)(4) instrument service history, identified no contributing factors to the discrepant result. A review of the alinity c, processing module tracking, and trending data revealed no systemic issues or trends associated with the discrepant result described in this complaint. A review of historical data for the alinity probe associated with this complaint, revealed no trends, systemic issues, or nonconformances. A review of the alinity ci-series operations manual shows adequate information for operational precautions and limitations and troubleshooting for the reported issue; including, but not limited to, replaced r1 pipettor probe. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no product deficiency was identified for either the alinity c processing module, serial number (B)(4), or the alinity probe.

Event description:
The customer observed false positive alinity I total b-hcg result on one patient. The results provided were: initial result with dilution=223591.52 miu/ml (> or = 25.00 miu/ml= positive) /repeated four times= <1.2 miu/ml (< or =5.00 miu/ml=negative) there was no reported impact to patient management.

Manufacturer narrative:
This follow up is being submitted to include d8 and h6 information previously submitted using the h10 section in their respective fields.